Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported via regulatory agency a right side intracapsular rupture, capsular contracture, baker grade IV, periprosthetic shell stage 4, the breast is very hard in consistency, deformed, and painful to the touch, and pain. Device has been explanted.

Manufacturer narrative:
Device is not PMA approved.

Event description:
Healthcare professional reported via regulatory agency a right side intracapsular rupture, capsular contracture, baker grade IV, periprosthetic shell stage 4, the breast is very hard in consistency, deformed, and painful to the touch, and pain. Device has been explanted.